Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and suture was used. The suture was broken during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/23/2019. Device evaluation summary: a winding former and a used needle/suture piece of product code sxpp1b105 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks that appear to by use of a surgical instrument were noted on body needle, the suture was examined, and the end was cut and present body fluids. A functional test was performed and the tensile strength force was above the minimum requirement. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the condition of the sample, the assignable cause of the performance breakage suture suggest an improper handling.